Event description:
It was reported that the customer lost consciousness, prompting the customer¿s family to contact paramedics who subsequently turned the pump off and provided intravenous glucose. The information reported to tandem indicates the blood glucose (bg) value was 40 mg/dl. A bg value of 400 mg/dl was also provided, and it was noted that the customer did not enter a calibration value after changing the continuous glucose monitor (cgm) sensor, thus the cgm reading was inaccurate. No additional information was available pertaining to the bg level or cgm functionality during the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.